Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging below 20-70 mg/dl. Suspected cause was due to customer being new to the pump and working with healthcare provider to adjust pump settings. Customer removed the infusion set and consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.